Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor fractured at the tip. There was no patient harm and no additional instrument was needed for the completion of the surgery. There is no further information.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the device shows signs of use with pits and gouges on the handle of the device. The poly tip has fractured and not all of the pieces have returned. The features of the fracture surface visually align with a bending overload fracture failure mode was identified. Part and lot numbers confirmed from product etch. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.